Event description:
A home patient (hp) contacted baxter's (B)(4) regarding the home choice (hc) system error 2240 alarm that occurred during use. The hp stated he cleared the alarm. The technical service representative (tsr) advised the hp to discard the supplies and finish with manuals. The tsr reviewed proper procedures per the user manual with the hp. No patient injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6) 2010. The hp stated nothing was noticed with the supplies and using new supplies resolved the alarm. No adverse event resulted from this event.

Manufacturer narrative:
(B)(4). The companion sample was not returned for evaluation; actual sample was discarded. This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The companion sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.